Event description:
Note: this report pertains to the first of two hologic devices used in the same procedures. See associated medwatch manufacturer's report number 1222780-2010-00156. While positioning a novasure disposable device in the uterine cavity, during an attempted endometrial ablation, the physician "felt that it gave too easily". He performed a hysteroscopy and saw what he "suspected" was a perforation. The procedure was abandoned. The patient "was fine and was discharged home". The physician reported on 10/11/2010 that the patient is doing fine. Additionally, he reported because the patient has been on lupron therapy for heavy bleeding "the uterine lining had been thinned". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a suresound. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review could not be conducted for the suresound as lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).